Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1.9 failed to open. A field service engineer found that the control unit was not responding and replaced the control unit to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system mini drawer 1.9 opened unexpectedly and malfunctioned, with the recovery message indicating a circuit short within the drawer. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.